Event description:
The clinic reported that when they went to power on the system the computer would not power on and they observed smoke coming out of the computer.

Manufacturer narrative:
The amo field service engineer inspected the system at the customer's location and was able to power on the computer. There was no smoke observed however the field service engineer found that there was no power to the other equipment that is connected to the computer. The computer was inspected and no heat damage was apparent to any of the components in the computer. The field service engineer replaced the computer and tested, and verified the system was operating correctly upon completion of the service. All pertinent information available to amo has been submitted.

Manufacturer narrative:
The system computer was returned and evaluated. The computer power supply was found to be burnt which may have caused the reported issue. All pertinent information available to amo has been submitted.  (B)(4): placeholder.

Manufacturer narrative:
Date received in follow-up #1 should be (B)(4) 2013.